Event description:
An (B) (6) female patient with a previous history of aortic valve replacement underwent aaa repair for aaa and right common iliac aneurysm on (B) (6) 2010. The patient's proximal neck angulation to suprarenal neck was more than 55 degrees which was not suitable for aaa repair. The procedure was conducted as prescribed. Final angiography revealed a type I endoleak from the main body proximal neck, so the physician performed additional ballooning at the proximal site. The endoleak remained a little, but the physician assumed it would be resolved after heparin neutralization, and finished the procedure. The physician thought the endoleak could be type ii from ima. Medical devices used for additional treatment was used as prescribed. The patient current status is unk.

Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. The importance of an accurate deployment. The failure mode assigned to this case is endoleak. This failure mode was determined based on the provided event description. The correspondence indicates that the patients anatomical form was not suitable for evar. The IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects, including the anatomical requirements. We will continue to monitor for similar complaints.